Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a hernia. Approximately 2 years ago, the pt had a pd catheter placed and at the time, the physician told the pt that they had the beginning of a hernia, however, it was ¿not bad enough to fix¿ at that time. At that time, the pt began pd therapy and was using dianeal ultrabag for capd (continuous ambulatory pd). The pt reported that upon starting pd therapy, the solutions made the hernia hurt. It was reported that the hernia was worsening due to performing pd therapy. Twenty three days prior to the receipt of this report, the pt was hospitalized for a laparoscopic hernia repair due to the worsening hernia. On the same day, the pt was discharged from the hospital. The type of hernia was unknown. At the time of this report, the pt was recovering from the hernia. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.